Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: one sample was returned to our quality engineer for investigation. Visual inspection revealed a crack on the barrel. A device history review was performed for reported lot 1610704p , finding one annotation related to the alleged defect. During the marking process, a malfunction was detected with the barrel feeding wheel that resulted in product getting jammed in the machine. Once detected, the mechanical team repaired the failure and impacted units were scrapped. It was determined the issue you reported is related to this malfunction. We have notified manufacturing personnel of your experience to increase awareness of this issue. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: has been received 1 used sample of 50ll for investigation for investigation. Upon visual inspection of this sample received, it can be observed the barrel has a crack from 10 to 30ml marks of the scale. DHR of lot 1610704p has been reviewed finding annotations that could be related to the alleged defect. During marking process failure was detected in marking machine that caused the barrels got jammed in transference wheels. Once detected defective samples were rejected to scrap and mechanical team repaired the failure. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Functional inspection: printing: once in the first pallet and once in last pallet of the lot plus once per day. Assembly: once in the first pallet and once in last pallet of the lot plus once per day. According to issues identified in manufacturing record, we can confirm that the root cause of the non-conformance is related with barrels jammed in transference wheels in marking machine. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Root cause description: failure in transference wheels of marking machine.

Event description:
It was reported that leakage occurred with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, "we received a syringe back from one of our customers which is leaking a lot, there is a big crack in the syringe in the direction of the length of the syringe. This concerns article 300223, batch 1610704p. The syringe has been filled with potassium chloride."